Event description:
**Update**(B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified dor. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
**Update** - medical records received (B)(4) 2013. Revision operative report indicates the following: acetabular cup was loose; large osteolytic lesion; extensive metallosis; cystic structures are dark gray in color; fluid is gray; large amount of caseous dark gray material; necrotic tissue; extensive corrosion; metal debris. Adapter sleeve and femoral head added to complaint.

Event description:
Litigation papers allege the patient suffers from pain, elevated metal ion levels, and difficulty walking, driving and laying on right side.

Manufacturer narrative:
Depuy still considers this complaint closed.

Manufacturer narrative:
Depuy still considers this complaint closed.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.